Manufacturer narrative:
Operator of the device: unknown. Event problem and evaluation codes: updated. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device failed accuracy plus 12.65 percent. The event was recorded during testing. No patient injury was reported.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found the tamper sticker missing, and the rear tamper label intact, the physical condition of the device showed no impact or corrosion damage. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. To conduct functional testing, a battery loss alarm test of performed and passed. The customer problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the manufacturing plus/minus three percent delivery accuracy specification. No problems were found with the fluid delivery of the pump. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified this device has not been in for service previously.